Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2025 and a fracture was observed. There were no patient consequences.

Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited high defibrillation impedance. No changes or interventions were reported. There were no patient consequences.